Event description:
It was reported that the user experienced a low glucose event after announcing two usual lunches in close succession while using the pump, then went low and treated with juice upon alert; the reported medical device problem was recorded as insufficient information, and the device component was recorded as insufficient information. Symptoms included diaphoresis, shaking/tremors, and muscle weakness. Outcomes included unexpected medical intervention with medication and a minor illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with the medical device problem and device component remaining insufficiently characterized. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.